Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed eri pacing. Functional testing revealed a no output and no telemetry condition. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device did not respond to programmers. The intrinsic rhythm of the patient was higher than the pacing mode of the device. It was also reported the device did not work. The device was explanted. No patient complications have been reported as a result of this event.